Event description:
It was reported patient underwent bilateral total knee arthroplasty in 1997. Subsequently, a bilateral revision was performed in 2007 due to alleged medical indications. Approximately, two years later patient alleges discomfort on right leg. On (B)(6) 2012, patient was revised allegedly due to the head of a screw on the prosthesis was severed and loose causing pain and limited joint function. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Event description:
It was reported patient underwent bilateral total knee arthroplasty in 1997. Subsequently, a bilateral revision was performed in (B)(6) 2006 due to alleged medical indications. A total right hip arthroplasty was performed (B)(6) 2008. Approximately, two years later, patient alleges discomfort on right leg. On (B)(6) 2012, surgeon allegedly indicated the need for revision due to the head of a screw on the prosthesis was severed and loose causing pain and limited joint function. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Date of event - unknown. Brand name - unknown. Product code - unknown. Product identification & expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Manufacture date - unknown. The product identification necessary to review manufacturing history was not provided. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay the initial unknown biomet knee and to correct initial and revision dates. The following sections could not be completed with the limited information provided. Date of event 2007. Expiration date - unknown. Date implanted - 1997. Date explanted - 2007. Manufacture date - unknown.